Event description:
In 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt was noted to have an angulated, tortuous aortic neck. The physician opted to perform endovascular repair. Due to aortic neck angulation, the trunk ipsilateral leg component was partially deployed and then moved back to follow angulation of the aortic neck and then deployed completely. A proximal type I endoleak was noted. At about 11 days post procedure, the pt underwent reintervention. The pt was implanted with two aortic extender components to repair the proximal type I endoleak, a left renal artery bypass from the left external iliac artery was performed with a 6mm dacron graft, and a right common femoral artery patch angioplasty. The pt tolerated the procedure. The pt expired in 2008. Cause of death is unk.

Manufacturer narrative:
Method code - a review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paper work verified that this lot med all pre-release specifications.